Manufacturer narrative:
A2): patient date of birth unk. A5/a6): patient race/ethnicity unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, serial number, and manufacture date. H3): the glidelight was not returned, thus no returned product investigation was performed. H6): great vessel and cardiac perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function (fracture). A spectranetics lead locking device (lld) was inserted into the lead to provide traction; however, it could only advance to the area of the superior vena cava (svc)/right atrial (ra) junction due to the existing lead fracture. Beginning with a spectranetics 16f glidelight laser sheath, advancement was made just before the svc/ra junction. Although the suggestion was to snare from a femoral approach, there was no further attempt to establish a traction platform to support the distal portion of the lead. When the glidelight was further advanced, turning from the ra towards the tricuspid valve (tv), the device was pointing straight down at the ra, and the patient's blood pressure began to steadily decline. Rescue efforts began immediately, including sternotomy. An inferior vena cava (ivc)/ra junction perforation was discovered and repaired. The lld was removed in its entirety, along with the proximal portion of the rv lead. However, the rv lead tip was heavily adhered to the ventricle, and the decision was made to abandon the distal portion of the rv lead within the patient. The patient survived the procedure and was subsequently discharged from the hospital, with plans for a follow up procedure at a later date. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.